Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a hemi tha, the 48mm trial head and monopolar adapter were difficult to separate. Tech was unable to remove trials with the removal tool and required assistance from the surgeon. Surgical delay a 3-5 minutes experienced.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. Physical examination of the product was able to confirm the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Questions: a. Please provide valid lot numbers for s/c & mod cath trl 48/28 (205548000), trial spacer 12/14 +0 (203818000) and trial spacer 12/14 -3 (203816000). B. Was there a surgical delay? If yes, what was the duration of the delay? C. Please verify if the product is available for return or not? Response: there was a 2-3 minute delay while the surgeon was trying to disassemble the two trials. We are waiting for replacement trials. Once those arrive we will return the trials that were sticking and I will send lot numbers.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (patient).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), d9 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.